Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set underinfused. The set was connected to a solution bag and a catheter, and was being used with a sigma spectrum pump. The reporter indicated that the underinfusion led to the pump presenting an upstream occlusion alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.